Manufacturer narrative:
Correction h10: literature citation: song jg, lee eh, choi dk, chin jh, choi ic. Differences between arterial and expired pump carbon dioxide during robotic cardiac surgery. J cardiothorac vasc anesth. 2011 feb;25(1):85-9. Doi: 10.1053/j.jvca.2010.01.006. Epub 2010 mar 25. Pmid: 20346703. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: complaint not confirmed. Based on the available information, these malfunctions may have been attributed to medtronic product. No additional product performance issues were reported. A device history record review could not be performed as the serial numbers were not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. With the limited information from the article, the potential causes of all the observations cannot be determined. The reported information does not indicate a potential manufacturing issue, device misuse or a quality deficiency. Based on the periodic post market surveillance reports and risk management files, no new risks have been identified among the listed adverse events. Medtronic will continue to monitor field performance for similar events should they occur. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study to determine whether expired pump carbon dioxide (pepco2) is an effective arterial carbon dioxide (paco2) monitor during cardiopulmonary bypass in patient undergoing robotic cardiac surgery compared with traditional surgery. All data was collected from a single center. The study population included 60 patients (predominantly male; mean age 55 years). Medtronic affinity nt oxygenators were used during the procedures (serial numbers not provided). Among all patients, no deaths or adverse effects occurred. Among all patients, device malfunctions included: leaky oxygenators. The article stated that the the oxygenator was intrinsically made to be quite leaky in order to prevent over pressurization if the exhaust catheter was occluded. As a result, it may affect the gradient difference between paco2 and pepco2 in robotic cardiac surgery and even in traditional cardiac surgery. Based on the available information, these malfunctions may have been attributed to medtronic product. No additional product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.